Manufacturer narrative:
Device received with missing segments due to cracked zebra connector. Unable to perform the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test and self test or verify motor error alarm due to missing segment. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm and partial display. The customer¿s blood glucose was unknown. Customer stated that the insulin pump was neither dropped nor bumped. Customer reported that they did not see some of the screen, a lot of the screen was faded away. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.